Event description:
Healthcare professional reports the dialyzer arterial luer connection to the blood line was found to be separating from the blood line towards the end of the patient treatments on 2 separate occasions in the last two weeks. Blood loss was estimated between 50-100 cc with each occurrence. The dialysis sessions were discontinued at the time the leaks were noted. No patient injury or medical intervention was reported.